Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? No, this issue was identified on distributor warehouse. Is it possible that the foreign material fell into packaging upon opening of device? The device is sealed. Was the product seal on the foil still intact when the package was opened? The sealed remains intact. Please perform product return. The product will return on friday 27th. Please provide the source or name and title of external person providing answers to follow-up. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported at a distributor on (B)(6) 2025 for topical skin adhesive. A blister is reported containing a stain inside the packaging. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product sample received for analysis. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside its package unopened; upon visual inspection, an unknown black foreign matter was noted to be inside the packaging. Additionally, a photo was provided with the same condition of the received sample. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.